Event description:
It was reported that the patient had a urinary tract infection from the foley catheter and was treated with ceftriaxone for 5 days. Later after the patient urinalysis completion developed clostridioides difficile.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user hypersensitivity to latex bacterial infection or operators error or mechanical failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection from foley catheter, and was treated with empirically with ceftriaxone for 5 days. Later patients urinalysis completing rx. Patient had developed c.difficile.